Manufacturer narrative:
D3 - postal code was updated. D7a - single use device was updated. The suspected device was not received for evaluation. The device history file was reviewed. There were no nonconformities were identified that may have contributed to the reported complaint. The complaint cannot be replicated or confirmed, and a root cause was unable to be determined. A good faith effort was conducted to retrieve the device from the customer.

Event description:
It was reported that the replacement 5.5 tracheal tube cuff deflated immediately upon use. According to the reporter, during a stomatological procedure, a size 5.5 tracheal tube was used as a replacement for a failed 6.0 intubation due to the same issue. The 5.5 tube was the patient's third tube change and had been switched from the 6.0 to a 5.5 reinforced (armored) size 5.5 tube. Intubation was successful; however, the cuff deflation issue persisted. A fourth tube, a reinforced tube obtained from the equipment reserve, was subsequently used, and the reported issue did not recur.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.